Event description:
During testing at the user facility, the pump did not detect a proximal occlusion. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.